Manufacturer narrative:
Evaluation of the second returned pc400 could not confirm the reported complaint. Evaluation revealed that the pet lock was separated, the pull wire was retracted out of the distal end of the pusher assembly, and the embolization coil was detached. This typically occurs during a successful detachment. Therefore, the root cause of the reported complaint could not be determined. Further evaluation revealed kinks along the length of the pusher assembly. This damage was incidental to the reported complaint and may have occurred during packaging of the device for return. Penumbra devices are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2023-00471.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery using penumbra coil 400s (pc400s), penumbra coil 400 detachment handles (handle), and a px slim delivery microcatheter (px slim). It was noted that the patient''s anatomy was tortuous. During the procedure, the physician implanted two pc400s using the handle. After advancing the third pc400 into the target location and making several attempts to detach the pc400 using the handle, the coil failed to detach. While retracting the pusher assembly of the pc400, the pc400 was pulled back into the px slim and subsequently unintentionally detached inside the px slim. The px slim containing the detached pc400 was removed from the patient, and the devices were no longer used in the procedure. The physician then advanced another pc400 into the target location using a new px slim and attempted to detach the coil using a second handle. After several attempts, the physician was able successfully detach the pc400. It was reported that one loop of the pc400 was extruding from the aneurysm; however, the physician does not believe it would result in any clinical consequence and no further action was taken. The procedure was completed using additional pc400s, the second handle, and the second px slim. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The pc400 was implanted in the patient; however, the pusher assembly has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 1. 3005168196-2023-00471